Event description:
It was reported that the ventilator generated three technical error codes indicating disabled valves, a control printed circuit board (pcb) communication failure with monitoring pcb and a control pcb startup error. Patient involvement is unknown. Manufacturer ref#: (B)(4).

Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
The investigation consisting of an evaluation of the ventilators logs and investigation of the returned control printed circuit board (pcb) has been completed. The control pcb reproduced a technical error indicating disabled valves was generated at start-up and further running of the ventilator was not possible. Further trouble shooting indicted a problem could be with flash memory or buffer circuits which could be rectified by a software reload. After the reload the control pcb functioned normally. The valuation of the ventilator¿s logs shows that the technical error indicating disabled valves was generated and was followed a second later by a technical error indicating broken communication with the monitoring pcb was generated. The logs further shows an immediate self-restart of the ventilator. There were silence of alarms functions but no alarms that indicate stop of ventilation. The ventilator was set to the standby mode 13 minutes afterwards very likely due technical alarms which cannot be muted but only silenced for 2 minutes each time. The ventilator was later turned off. A problem occurred during ventilation and it was detected by monitoring thereafter technical errors were generated. The ventilator immediately restarted as self-corrective measure and ventilation continued. The conclusion in the matter is that the problem was caused by a corrupted flash memory content most probably due to an unstable component in the flash memory or buffer circuits. This is considered as a single/occasional component failure with intermittent behavior. The failing component was not determined.